Manufacturer narrative:
Findings: unit passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. Unit alarmed button error followed by intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. Unit received with cracked battery tube threads. Unit received with scratched lcd window. Unit received with stained end cap sticker.

Event description:
Customer reported a hospitalization for their unstable blood glucose. The date of hospitalization was (B)(6) 2014. Customer stated she was not in an accident prior to hospitalization. The customer treated their high blood glucose with an insulin drip. The customer also stated they had a no delivery alarm and their insulin did not exit. Their blood glucose was 376 mg/dl. The customer also reported a button error alarm. Troubleshooting did not find any significant events leading to the alarms. The customer was also instructed to do a manual prime and the insulin did exit. Customer was unable to finish the troubleshooting because they received a button error alarm. The customer was advised to disconnect for their insulin pump and revert to a back-up plan. No additional information is provided.